Manufacturer narrative:
The product has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: due to continuous use of the pump the black box data/histories for the event on (B)(6) 2014 have been overwritten. No damage found to returned battery cap or the battery compartment. Returned battery cap contact measurements are in specifications. Returned battery cap fits securely to the pump with no yellow o ring showing. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with returned battery cap; no por¿s were duplicated. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 342 mg/dl with moderate ketones related to no power on the pump. During troubleshooting, the reporter confirmed that the pump powered on successfully when a new battery was inserted. A review of the pump related to the event found that the pump recorded battery alarms occurring prior to the alleged pump power issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.